Event description:
Yes - the reporter contacted lifescan due to receiving a redirected product intended for another country. The intended country of sale was USA but the product was purchased in guyana. The printed expiration date did not match that of the lot record, the vial label was determined to be counterfeit; however, the test strips were genuine lifescan test strips. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).